Manufacturer narrative:
The "date of event" is estimated based on the information provided. In 2008, was reported as the day of the procedure. Three (3) additional products were reported. The product information is as follows: model #: ra-1046q. Lot #: m328290. Expiration date: 2010. Device manufacture date: 2008. Model #: ra-1000q. Lot #: m047820. Expiration date: 2008. Device manufacture device: 2006. Model #: ra-1036q. Lot #: m271880. Expiration date: 2009. Device manufacture date: 2007. All other product information on this form is applicable to all four (4) devices. The device was not returned for evaluation. Results: the device was not returned for evaluation. No product evaluation can be performed. Angiotech. Ra-1029q, 2t9 -0- pdo 24 x 24. Ra-1046q, 2de12 2-0 pdo 14 x 14. Ra-1000q, 2t9 -0- pdo 14 x 14. Ra-1036q, 2de12 2-0 pdo 24 x 24.

Event description:
The patient underwent an abdominoplasty procedure. Eight (8) days after the procedure, the patient experienced purulent drainage from the incision line. Culture and sensitivities were obtained and grew s. Epidermidis and diphtheroids (both normal flora). The wound then dehisced and the patient was taken back to the operating room for evaluation. The doctor indicated that the suture used in the deeper tissue was still intact even though the suture used more superficially was not. The patient's open abdominal wound was treated with a wound vacuum. The patient remained in the hospital for two (2) weeks. During her hospitalization, the patient experienced a pulmonary embolism and urinary tract infection. The doctor stated that she believes the infection was "hospital acquired."